Event description:
Reporter indicated that vns pt underwent exploratory surgery due to neck pain. It was reported that the pt was experiencing pain in their neck when pt turned their head. The pt's lead placement was revised to provide additional strain relief as it was reportedly restricting the pt's range of motion. The pt reported no further neck pain following the revision surgery.